Event description:
It was reported during central processing and cleaning, the instrument shaft was cracked. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient and there was no patient harm and the patient did not returned with any issues. The problem was not found during a procedure. Patient demographics information was requested, but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken main tube at the distal end. Material approximately 0.22" x 0.13" was missing and not returned by the customer. Shaft is no longer straight due to the damage. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the permanent cautery hook (part# 470183-14 / lot-sequence# n11210215-0057) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2021 on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.